Event description:
It was reported that intermitttent undersensing was noted on the right atrial (ra) lead on presenting rhythm and during atrial high rate episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.